Event description:
It was reported that a durom cup was implanted in 2006. Post op, patient experienced pain and sometimes in 2008, was advised that a revision surgery is necessary.

Manufacturer narrative:
Information was forwared from the owner establishment, zimmer inc., which markets the devices in the u.s.